Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. A visual inspection of the lead revealed the helix to be retracted and clogged with blood and tissue. An x-ray examination revealed an over-torqued inner coil at the connector region consistent with procedural damage. After cleaning, helix was able to be successfully extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within required product performance specification. An x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood and tissue.

Event description:
It was reported that the right atrial (ra) lead became dislodged during the implant procedure. The physician attempted to reposition the ra lead, however, the helix was unable to be retracted. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.